Event description:
It was reported that the pump battery was unresponsive. There was no information regarding adverse impact to the customer's blood glucose level. The device is to be returned, and a replacement pump was issued.